Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited during follow up multiple asystole triggered egms, intermittent sensing was noted. The patient has no history of unexplained asystole.